Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3889-28, lot # j0454549v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported that a patient's implantable neurostimulator (ins) had been re-implanted, the patient had an infection, and the ins was removed. It was noted that this occurred ¿a few years ago.¿ see MFR. Report 6000032-2013-00323 for information about a previous infection that the patient had.